Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during service evaluation. The assignable cause was a defective main display. The main display was replaced to correct the reported condition. Baxter has conducted a trend review and found that similar reports have been received. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility biomedical engineer reported a colleague infusion pump with a faulty display. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague version 1.7 infusion pump with a user interface module software version of 8.11.00.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.